Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a skin irritation with sores under the lifevest. Patient reported that he is allergic to the metal on the lifevest electrodes. The patient's physician instructed the patient to remove the lifevest until his next doctor's appointment. Follow-up indicated that the skin irritation had healed.